Manufacturer narrative:
The complaint data and investigation results were evaluated by the supplier maquet cardiopulmonary (B)(4). A DHR review of the lot affected was performed with no abnormalities found. No scrap record for the related material was found. The supplier confirmed during their investigation of the complaint sample that the cap was very easily removable. The most probable cause of the failure was determined as material failure. No big measurement difference were found. As a corrective action, the supplier complaint has been opened to the sub supplier of the cap (ref.# (B)(4)). The sub supplier stated that the assembly process of the cap is outsourced. It was requested that the sub supplier implements qualification, training process and in-process / final controls. Also the operators of maquet turkey have been informed about the complaint. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
November 03, 2015 11:06 am (gmt-5:00) added by (B)(6): (B)(4). The product was investigated in the laboratory of the manufacturer. The specifications of the blue cap and the spike's fitting according to their drawings were checked, no abnormalities were found. During a functionality test it was confirmed that the cap is detaching from it's fitting on the spike easily by hand. Based on this the failure could be confirmed. This information was forwarded to maquet (B)(4) for internal investigation, the investigation results are still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: the blue venting port cap on side of spike on the prime line is dropping off and therefore they are experiencing prime fluid leaking out the side. (B)(4).